Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and updates to fields d4 and h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the e315 scope error could not be determined. The most likely cause of the event was also not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a e315 error code. The event occurred during preparation for use in an unspecified procedure. There were no reports of patient involvement.